Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right radial artery. The 3.5x28mm, 90% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm non bsc balloon. The stenosis was reduced to 60%. The 3.5x16mm taxus liberte stent was then advanced but was unable to cross the lesion. Upon removal of the device it was noted that the stent did not appear smooth and a stent strut was lifted. A 3.5x32mm taxus liberte stent was implanted and post dilated with a 3.5x15mm quantum maverick was used to complete the procedure. There were no patient complications reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right radial artery. The 3.5x28mm, 90% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm non bsc balloon. The stenosis was reduced to 60%. The 3.5x16mm taxus liberte stent was then advanced but was unable to cross the lesion. Upon removal of the device it was noted that the stent did not appear smooth and a stent strut was lifted. A 3.5x32mm taxus liberte stent was implanted and post dilated with a 3.5x15mm quantum maverick was used to complete the procedure. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the returned device consisted of a taxus liberte monorail stent delivery system (sds). There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. The stent was damaged at the last distal row with the struts flared. There was tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged or the crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).